Manufacturer narrative:
The reported even was ¿the lead was unable to be disconnected from the pacemaker header¿ was not confirmed. As received, a partial lead was returned for analysis. The dimensional analysis and connector pin insertion tests could not be performed due to lead received damaged. All damages found are consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled generator exchange. During procedure, the right atrial (ra) lead was unable to be disconnected from the pacemaker header. The physician attempted to remove the ra lead from the atrial port using multiple hex wrenches but was unsuccessful. The ra lead was capped. The pacemaker was explanted and replaced. The patient was in stable condition.